Manufacturer narrative:
The reported event of por related reset was confirmed. The reported event of inadequate atp, unspecified oversensing, failure to capture, functional loss of capture, and pmt were not confirmed. The device was received in backup mode with normal battery voltage level. The analysis of the device image indicates a power-on-reset (por) has occurred in the field which turned the device into backup mode. The device¿s time stamps indicated por occurred after the patient deceased. The reported reset condition is consistent with exposure to external energy, as supporting information indicated the patient has undergone external defibrillation shock. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed including cold temperature soaking, capture, sensing, and output verification did not identify any functional issues. The reported events of output anomalies and backup reset could not be reproduced.

Event description:
The patient presented to the hospital in a deteriorated condition. The patient was experiencing arrythmias, mostly terminated with high voltage shock and anti-tachycardia pacing (atp) from the device. However some were not fully terminated by atp. The following day it was reported that the patient passed away. The device was found in backup mode with high voltage therapy unavailable. The physician does not suspect a device malfunction resulted in the patients death. Technical support reviewed the records available, the day prior to death and found episodes to oversensing, loss of capture, functional loss of capture and pacemaker mediated tachycardia (pmt) due to time related events.